Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The biopsy needle has been returned and evaluated by the failure analysis (fa) team. Fa could not confirm or reproduce the reported complaint. A visual inspection was performed on the biopsy needle. The sheath length was measured to be 924mm, within the 925mm +/- 1mm sheath length specification. No physical damage was found on the handle. No kinks were found on the sheath. The thumb screw and needle stop were fully functional. The needle fully extended and retracted during initial inspection. The biopsy needle was placed on an in-house catheter. Thumb screw was locked in place, the needle stop was set to position #3, and the needle was extended and retracted at a 15mm tip bend radius. The biopsy needle was extended and retracted successfully 14 times during testing on the in-house system. No sheath tip movement or friction was observed. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the biopsy needle be returned for failure analysis investigation. However, the product has not yet been received as of the date of this report.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, on the fourth pass the needle snapped. The diagnostic procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.